Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched.

Event description:
It was reported that the helix would not retract during the attempted implant of a new lead in the right ventricle. The chronic lead, which had erratic impedances and threshold, was capped. A new lead was successfully implanted. No patient complications have been reported as a result of this event.